Event description:
It was reported that the patient experienced discomfort, chest pain, back pain and was not feeling well. The right atrial (ra) lead exhibited high thresholds and was noted to have dislodged. The lead was reprogrammed off before being explanted and replaced. No further patient complications have been reported as a result of this event. It was further reported that the right ventricular (rv) lead was revised for an unknown reason and remains in use.

Manufacturer narrative:
Continuation of d10: 383059 lead, implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.